Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to hyperkalemia. Upon follow up, the patient¿s pd registered nurse (pdrn) revealed the patient reportedly fell in the early afternoon while ambulating inside the home. The patient reportedly became lightheaded and lost balance. Emergency medical services was contacted, and the patient was transported to the hospital. Although no injuries were reported/found, hematological studies determined the patient¿s potassium was > 7.0 meq/l and the patient was treated with kayexalate (dosage not provided) and ccpd therapy. The pdrn attributed causality to non-compliance when the patient terminated ccpd early for several days prior to being hospitalized. The patient reported the liberty select cycler was alarming and could not sleep. Although a replacement liberty select cycler was furnished, the pdrn stated the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient recovered and was discharged home on (B)(6) 2021 in stable condition. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical statement: there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to hyperkalemia. Upon follow up, the patient¿s pd registered nurse (pdrn) revealed the patient reportedly fell in the early afternoon while ambulating inside the home. The patient reportedly became lightheaded and lost balance. Emergency medical services was contacted, and the patient was transported to the hospital. Although no injuries were reported/found, hematological studies determined the patient¿s potassium was 7.0 meq/l and the patient was treated with kayexalate (dosage not provided) and ccpd therapy. The pdrn attributed causality to non-compliance when the patient terminated ccpd early for several days prior to being hospitalized. The patient reported the liberty select cycler was alarming and could not sleep. Although a replacement liberty select cycler was furnished, the pdrn stated the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient recovered and was discharged home on (B)(6) /2021 in stable condition. Based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.